Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the intraocular lens (iol) implant procedure, lens haptics did not open and were adherent to the optic. Following prolonged manipulation by the physician, the haptics were separated from the optic. The lens was in the patient¿s eye, and the patient had no complaints regarding vision. The patient did not experience any intervention due to this complaint. There was no impact to the patient.